Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the described failure was confirmed. As per (B)(4), the saw handpiece was returned to depot for evaluation. The service technician was able to replicate the reported issue was due to device fails to recognize/register connected device. The device was repaired and the system is performing as per specifications. The most probable root cause for the identified failure can be linked to component failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that while using the velys saw handpiece device, it was observed that the lock for the saw became loose which caused the handpiece to not be recognized by the velys. It was reported that the device was being used with the velys saw interface right device. There was no reports of delay to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.